Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the patient presented with angina on (B)(6) 2015, a 2.5x15mm xience alpine stent was deployed and implanted to treat an 85% stenosed eccentric lesion in the left anterior descending (lad) artery. Reportedly, pre-dilatation was performed with an unspecified balloon and post- dilatation was done with a 2.25mm balloon catheter for 30 seconds during implant. Intravascular ultra sound was performed and confirmed good expansion of the stent. The procedure was completed with no reported device or procedure issues. On (B)(6) 2015, the patient complained of chest pains; angiogram revealed thrombosis, which was treated with a non-abbott drug eluting stent and the patient was discharged on (B)(6)2015. There was no reported adverse patient sequela. No additional information was provided.